Event description:
The report stated that during the radio frequency ablation procedure, water leaked from the inflow & outflow tubings. The procedure was completed by pressing the leaking part with gauze. Sterile water was in use. There was no patient injury.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.